Event description:
It was reported that this implantable pacemaker had 4 years remaining and exhibited premature battery depletion (pbd). This device remains in service. No adverse patient effects were reported. Additional information received indicates that the device was explanted. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable pacemaker had 4 years remaining and exhibited premature battery depletion (pbd). This device remains in service. No adverse patient effects were reported.